Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more frequently. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively and explanted ipg was discarded.